Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed, the lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The investigation is confirmed for retraction difficulty based on the condition in which the sample was returned (i.e. Prolapsed balloon material over distal tip and flared tip of sheath). Although the user reported that the balloon ruptured after inflation, the investigation is inconclusive for a balloon rupture due to poor sample condition.. Per the reported events, the balloon was inflated within a stent with a hand syringe. It is possible that the stent contributed to the balloon rupture.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that pta balloon ruptured (atm unk) during an inflation in the cephalic arch and was subsequently difficult to remove through the sheath. The catheter and sheath were removed as a single unit without further incident. Another balloon was used to complete the procedure. There was no reported pt injury.